Event description:
Later it was reported "possible lump lower medial aspect right breast" and "localized rupture or peri-implant haematoma." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: hematoma.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿bottoming out issues and ruptures¿. The device remains implanted.